Event description:
It was reported that the patient¿s stimulator had been removed in 2014 because it wasn¿t working. They tried so many programs over the duration of a year¿s time and it didn¿t do any good and caused the patient more pain in their abdomen. The health care provider (hcp) originally wanted to turn off the stimulation and leave the implantable neurostimulator (ins) in, but the patient said no let¿s get it out, so the ins was taken out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660843, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).